Event description:
Healthcare professional reported injecting a patient in the lower middle third with 3 ml of juvéderm® voluma¿ with lidocaine. Three days-post injection, the patient experienced ¿inflammation¿ and was treated with antibiotics and prednisone with no improvement. The patient experienced ¿abscess¿ in the masseter. The patient was referred to emergency where the amoxicillin + clavulanic were continued and the corticosteroids were increased, given intramuscularly on two occasions. A CT scan was performed, but the results were not provided. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.